Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving Unknown Baclofen via an impl antable pump for intractable spasticity. It was reported that the patient was in the ICU. The neurosurgery team and managing physician wanted to turn the pump off. Caller stated that they worked the patient up for a number of things, but they thought there was a p ossibility the device was malfunctioning. The caller was not with the patient. Agent provided password to shut the pump off permanently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.